Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a scheduled device exchange procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.